Event description:
It was reported there was coupling or communication issues. A device overdischarge was suspected. The patient had her third overdischarge and the device needed to be replaced. The patient stated the battery pocket site was sore ever since she was implanted and that was the reason she did not charge as often. It was thought it had been a couple of months since the patient last recharged. The health care professional was scheduling a battery replacement but wanted to move the pocket site due to the patient being sore in the current pocket area. The health care professional wanted to remove the battery and leave the lead in for a while and later implant a new battery. A lead end cap was inquired about; however, it was advised that manufacturer did not offer that product and capping the lead in another fashion would be considered off-label. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2010 (B)(4), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type: recharger; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).